Event description:
It was reported that during a prostate procedure the laser burned a hole through the laser fiber. It is unknown how the procedure was completed. There was no injury reported.

Event description:
It was further reported that 178,000 joules had been used and 21 minutes were expended with the first fiber and the procedure was completed utilizing a second fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap bevel edge and metal cap are not aligned; the glass cap can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the fiber was tested with hene laser fixture, aim beam is present at fiber tip; the metal cap exhibits severe charred detritus adhesion on surface, and indication of slight melting on output window; there are no signs of breakage along the fiber; the outer flow tubing open end exhibits minor scratch marks. Probable root cause: based on the device analysis, the product complaint "laser burned hole through fiber" could not be confirmed; glue failure was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.